Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the broken scope connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: -accumulated stress over time which caused the connector to get loose -unintentional impact to the connector with something hard. The specific root cause of the could not be determined at this time per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon arriving at the facility, the field service engineer (fse) discovered that the user report was confirmed, an e05 error message was displayed. Furthermore, the control panel was unresponsive and the fse was unable to clear the error. It was at that time that the customer clarified the original event, noting that the control panel failure occurred first, and as they were attempting to trouble-shoot the panel, the error message displayed. The fse disconnected all connectors from the main board and control panel circuit board in an attempt to recover the control panel function, but that was unsuccessful. Fse then confirmed that the unit will require a complete control panel replacement. While further evaluating the device, as noted in describe event or problem, a broken gray scope connector was discovered in the basin. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned her olympus endoscope reprocessor due to an e05 error message being displayed during a reprocessing cycle. There was no patient involvement during this event. During the device evaluation, it was discovered that the gray scope connector was broken. This report is being submitted to capture the broken scope connector.